Event description:
It was reported that during and unknown procedure, the device would not open after closing on the tissue. The tissue was torn related to the device not opening. The tissue was over sewn with silk suture. It was a large tear and more colon had to be removed due to the tear. A second device was opened and the case was completed with no patient consequences.

Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload loaded on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. Event could not be confirmed as the device opened and closed without any difficulties noted. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.